Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-03214. It was reported the pt was experiencing intermittent painful stimulation. It was determined when contact 16 was not being used the pain would resolve; however, the contact was providing effective stimulation. On (B)(6) 2013, f/u identified lead diagnostics showed low impedance values for the scs lead. On (B)(6) 2013, f/u identified the pt's scs ipg was replaced with resolved the issues.